Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button. The prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests could not be performed or the motor error alarm verified due to the keypad anomaly. No failed battery test alarms noted after battery insertion into battery tube. Moisture damage also noted on keypad trace. Corroded home switch and dried insulin on motor slide noted. The device also had a cracked reservoir tube lip, cracked battery tube threads, scratched display window, scratched keypad overlay and cracked case near display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. She also reported receiving a failed battery test alarm. Blood glucose value was 148 mg/d. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was unable to rewind. The device was returned for analysis.